Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent partial deployment occurred. The target lesion was located in a renal artery. A 6.0mmx18mmx90cm express® sd renal/biliary stent was advanced to treat the lesion. However, the stent partially started to deploy and did not deploy any further. The device was removed and a new stent was used and completed the procedure. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an express sd premounted stent system without the stent. The balloon was loosely folded. The stent was not returned for analysis. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the reported stent inadequate/insufficient apposition. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that stent partial deployment occurred. The target lesion was located in a renal artery. A 6.0mmx18mmx90cm express® sd renal/biliary stent was advanced to treat the lesion. However, the stent partially started to deploy and did not deploy any further. The device was removed and a new stent was used and completed the procedure. No patient complications were reported and the patient's status was fine.